Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history could not be conducted because the part and lot numbers were not provided. Based on the information reported through the research article, a conclusive cause for the reported failure to achieve hemostasis could not be determined. The patient effects of hemorrhage and pain are listed in the electronic proglide instructions for use as possible adverse events of use of the device. A definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This study compared the results of ablation procedures using proglide devices versus using manual compression to close the common femoral vein (cfv). The intention of this study was to compare the efficacy and safety of using two proglide devices for closure of cfv access. Immediate hemostasis was achieved in the majority of cases using proglide devices; however, there were incidents mentioned in the proglide group which required additional manual compression due to re-bleeding and pain. The article concluded that the proglide had a much lower rate of vascular complications than patients that only used manual compression. Furthermore, total patient time in the laboratory and hospital was much lower for the proglide group than the manual compression group. Therefore, the use of proglide is a feasible and safe method to achieve hemostasis in the cfv. Specific patient information is documented as unknown. Details are listed in the attached article, "feasibility and clinical benefits of the double-proglide technique for hemostasis after cryoballoon atrial fibrillation ablation with uninterrupted oral anticoagulants."

Manufacturer narrative:
B3 - date of event is estimated. D4- the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article titled: ""feasibility and clinical benefits of the double-proglide technique for hemostasis after cryoballoon atrial fibrillation ablation with uninterrupted oral anticoagulants".